Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant product: 694965 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial lead had poor sensing post maze procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.